Manufacturer narrative:
Based on the claim against the product by the customer noting patient side manipulator (psm) 1 intermittently moving non-intuitively, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The psm arm issue was not reproduced during field evaluation. The fse confirmed no issue with psm1. However, noted that the psm failed the friction test at axis 1. The fse replaced psm 1 to resolve the issue. After replacement, the system was tested and verified as ready for use. Isi received the psm for failure analysis. The psm was analyzed, and testing confirmed non-intuitive motion along yaw/axis 1 during a friction test due to a component failure. The psm arm harmonic drive was replaced to resolve the issue. The complaint was confirmed based on the failure analysis investigation, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, psm 1 intermittently "drifted out of control." The allegation could be related to unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during the da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, the patient side manipulator (psm) 1 was drifting out of control intermittently. The procedure was completed with no injury to the patient. Intuitive surgical, inc. (Isi) performed a follow-up and obtained the following additional/updated information regarding the reported event: system functionality was checked prior to use, and no issues/errors were noted. The procedure was successfully completed with all four psms.